Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for the clip caught in the chordae and pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Transseptal puncture was performed and the clip delivery system (cds) was advanced. After the clip was opened in the left ventricle, the patients blood pressure dropped and a pericardial effusion was observed. Pericardial puncture was performed and after 15 minutes, the patient stabilized. At this point, it was found that the clip was caught on the chordae, and could not be freed. Due to the patients condition, troubleshooting was not performed and the decision was made to continue grasping attempts. The leaflets could not be grasped due to immobility of the posterior leaflet; therefore, the clip was deployed only on the anterior leaflet, and the cds was removed. A clinically significant delay was noted due to the effusion. The procedure was discontinued and the patient was confirmed to be stable. One clip was implanted and the mr remains at 4. The patient will be considered for an additional procedure on a later date. No additional information was provided.

Manufacturer narrative:
Patient codes: 1914 labeled. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported entrapment of device or device component in this incident could not be determined. The difficulty grasping appears to be related to the procedural circumstances of chordal entanglement. A definitive cause for the pericardial effusion could not be determined; however, it was confirmed by the physician, that the mitraclip system did not contribute or worsen the pericardial effusion. The reported hypotension was a cascading effect of the pericardial effusion. It should be noted the reported patient effects of pericardial effusion and hypotension are listed in the mitraclip system instructions for use as a known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.